Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was heavily calcified, moderately tortuous and 100% stenosed. After a guide wire was advanced and pre-dilatation was performed, a xience skypoint failed to cross. The physician felt a quite rubbed sensation and resistance against the calcified lesion. The xience skypoint was removed with resistance from the anatomy and the stent edge was found flared. Pre-dilatation was performed again and a new xience skypoint was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.